Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display overlay is cracked. Keyboard and sliding keyboard cover are missing. (B)(4) rf (radio frequency) head cable is out of specification. Upper case on rf head is cracked (light emitting diode lens).

Event description:
It was reported the programmer was returned for screen repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.